Manufacturer narrative:
Device was discarded.

Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: 125 mg/dl and 325 mg/dl. Strips that were in use are now expired but were not at the time of the event; customer instructed to discard the strips. No death or serious injury reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA. Device received in a condition which made analysis impossible. Unable to test because strips had expired.